Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels starting around (B)(6) 2023. The customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.